Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. A device history record (DHR) review for the valve was performed. The affected device work orders were evaluated and did not reveal any issues during manufacturing that could be related to the reported "ovoid" shape. Per the IFU, arrhythmias, cardiac failure/low cardiac output and cardiogenic shock are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. Additionally, ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion. Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The thv training guide for the ascendra delivery system cautions "vf or ischemia can occur during rapid ventricular pacing. Assure blood pressure is high enough (>100mmhg) before starting rapid pacing. Be prepared to defibrillate." In this case the exact cause for the hypotension and arrhythmias cannot be determined however, patient (underlying significant cardiac co-morbidities) and procedural factors likely caused or contributed to the events. Images of the procedure were not made available to edwards for review so the exact cause for the ovoid shape of the valve and resulting cai of the sapien valve and cannot be assessed. It was reported the valve was deployed in an adequate position (50:50). Additionally, it was noted that after CPR the valve was ovoid and likely compressed from the CPR performed. This could have caused or contributed to the cai. Both of these events resolved with post-dilation of the valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the patient expired. Case summary: during the insertion of the ascendra sheath the patient developed complete heart block (chb). Pacing was initiated however, the patient became hypotensive. Bav was performed; however, the patient remained hypotensive and medications were administered. The decision was made to advance the valve into the annulus, however, hypotension persisted and the valve was pulled back into the ventricle. Epi was administered with no change in the blood pressure (bp) and the pre-existing mr remained severe. CPR was initiated with a small increase in bp. Although the patient's pressure remained severely hypotensive, the valve was advanced into the annulus, positioned and deployed in a 50:50 position without rapid pacing. CPR was restarted and the patient developed ventricular tachycardia (vt). Per report, there was a malfunction with the defibrillator and CPR was continued and the patient was put on cardiopulmonary support (cps). A biphasic defibrillator was connected and the patient was shocked into asystole. Pacing was then initiated and the bp increased. The patient then went into ventricular fibrillation (vf) and was successfully shocked and the bp was maintained at 100mmhg on full support. The ascendra sheath was removed, and the post deployment angiogram showed trace central leak. Mr remained severe. There was minimal apical bleeding and additional pledgets were placed. An epicardial lead was placed. On further evaluation post deployment echocardiogram (tee) showed the valve was ovoid and likely compressed from CPR resulting in moderate cai. The epicardial lead was not functioning. The decision was made to re-balloon with a 25x5 bav from the groin to make the annulus circular. The heart was emptied then the cps was turned off, there was no bp and bav was inflated. Cps was resumed and tee showed mild pvl and no cai. An iabp was placed and another pacing lead was placed. The lv function was slightly improved and severe mr persisted. Several attempts were made to wean the patient from cps unsuccessfully. The decision was made to terminate support and the patient expired on the table. Additional information provided by the clinical specialist (cs), indicated the patient's aortic valve was severely calcified, the aortic root was mildly calcified, the patient did not have mitral annular calcification (mac) or ventricular septal hypertrophy, the ejection fraction was 50%, the sinotubular junction (stj) measured 29mm and the sinus of valsalva (sov) measured 30mm. In addition, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, balloon inflation was held for more than 3 seconds, and there was no loss of pacing capture during valve deployment.